Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the blue/white suture holding a bag around the insertion device shaft. The white suture was not returned. The distal tip of the anchor is fractured away at the proximal end of the suture window. This failure has been determined to be related to the reported event. There is a large amount of biological debris clogging the anchor threads and packed between the anchor and the insertion device. A functional assessment of the device found that the device functions as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, the handle of the footprint suture anchor couldn't be removed, after placing in the anchor on bone. The anchor was ultimately taken out of the patient along with the handle. The procedure was completed with a smith and nephew back up device and it is unknown if there was a delay. No further complications were reported. Per the results of the investigation, the visual inspection revealed the distal tip of the anchor is fractured away at the proximal end of the suture window.